Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had 2 units of insulin ordered and pyxis was telling nurse to pull 200 ml. A technical support specialist (tss) reviewed the facility formulary and compared the insulin medication ID that was working with the one that was not functioning correctly. Based on the findings, the tss advised updating the facility formulary and reloading the medication. The customer was requested to proceed with the changes and provide updates via email. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient had 2 units of insulin ordered and pyxis instructed the nurse to pull 200 ml. The customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.